Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that insulin pump went dead due to not having any replacement battery and that they experienced high blood glucose levels of 400mg/dl, 500mg/dl. The customer eventually found replacement battery and found high readings of 545mg/dl and 424mg/dl. Customer treated with manual injections. Customer stated that they vomited. Customer was assisted with insulin pump rewind. Insulin pump history was check and no alarms found. Customer declined troubleshooting for high readings. The insulin pump will not be returned for analysis.